Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, it was noted a screw loosened. Another screw was utilized to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life.